Manufacturer narrative:
Correction added to e1: initial reporter city. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets would under infuse by gravity when taken off the pump on the family birth center unit. The issue was further described as a very slow "trickle" flow. The infusions had been running mostly lactated ringers (sometimes with synthetic oxytocin) when the nurse took the tubing off of the pump to run a bolus via gravity. It was stated that the only way the nurse was able to get the infusion running by gravity was by using a pressure cuff. Or the nurse would get the infusion bolus to run by running it on the pump at 999 ml/hr. The sets are attached to the patients' IV (intravenous) catheter which has a small lumen pig tail. There was no patient injury or medical intervention associated with this event. No additional information is available.